Event description:
It was reported that the procedure was to treat a small vessel lesion in the circumflex (cx) and the first marginal. The device was inflated in a slow controlled manner. After the second inflation, contrast was injected and a dissection was noted. The cx, as well as the marginal, were shut down. A stent was placed and the proximal cx and the first marginal were saved, but the rest of the native vessels were lost.